Event description:
It was reported that the patient had a fentanyl overdose in (B)(6) 2012. The reporter stated that the patient's primary physician was overdosing the patient on fentanyl where his hair was coming out and he was breaking out in sores all over his body. Another healthcare provider (hcp) stated that "this was a plain case of fentanyl overdose". After request, the patient was changed to dilaudid, but he still noted dissatisfaction with his primary physician. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).